Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument the fse discovered the vacuum pump to be defective and the dual resolution dilutor (drd) had to be readjusted. The vacuum pump was replaced and the drd was adjusted at the middle position. The fse ran quality controls, all of which were within range. The cause of the discordant ca-125 result was due to the defective vacuum pump and the drd. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant low ca 125 result was obtained on one patient sample on an immulite 2000 instrument on (B)(6) 2013. The patient sample result was questioned by the physician(s). The sample was repeated on the same instrument on (B)(6) 2013 and the result was higher. The result of the repeated sample was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant low result.